Event description:
It was reported that the patient experienced a shocking sensation at the implantable neurostimulator site following a fall. It was also reported that the patient felt stimulation changes with movement. Impedance measurements were normal. Additional information has been requested, but was not available as of the date of this report.